Event description:
It was reported that the loss of capture was observed and patient was admitted to the hospital. It was confirmed under fluoroscopy that the lead had dislodged. The physician attempted to reposition the lead but the helix would not extend. The lead was subsequently explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.